Event description:
Customer reported experiencing an unknown number of high blood glucose events over the past two weeks, with specific dates not provided. The highest blood glucose level was indicated as "high," and the customer did not require third-party assistance. Cause was unknown. Customer attempted to resolve the high blood glucose events by changing the infusion set and cartridge.